Event description:
On (B)(6) 2018, a 10mm amplatzer atrial septal occluder (aso) was selected for use. During the procedure, the 10mm aso deployed in a deformed shape. The 10mm aso was resheathed and a new 10mm aso device was implanted without issue. The patient is reported stable.

Manufacturer narrative:
Additional information received.

Event description:
On (B)(6) 2018, a 10mm amplatzer atrial septal occluder (aso) was selected for use. During the procedure, the 10mm aso deployed in a deformed shape. The 10mm aso was resheathed and a new 10mm aso device was implanted without issue. The patient is reported stable. The patient remained hemodynamically stable throughout the procedure. Per physician, the initial 10mm aso regained its normal shape outside the body so it is unclear if the issue was a result of the device or the anatomy.

Manufacturer narrative:
The reported event of deformity upon deployment could not be confirmed. The investigation confirmed the device met functional specifications when analyzed at abbott under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.